Manufacturer narrative:
Concomitant products: a2dr01 ipg; (B)(6) 2021, 5076-45 lead: implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead impedance warning and polarity switch. It was also reported that the rv lead exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.